Event description:
It was reported that the implants at tooth sites 12, 26, 25, 23, 16, 15, 21 and 11 were removed due to peri-implantitis. Suppuration and inflammation were reported as a result of the event. Patient had to return for guided tissue regeneration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 60797639 x 2, tsvwb11, impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm lot 60805865, tsvb13, impl tapered scr-v sbm 3.7mm 3.5mm 13mm lot 60787864, tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm lot 60752737, tsvwb13, impl tapered scr-v sbm 4. 7mm 4.5mm 13mm lot 60798720 x2 . G4: premarket identification k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.